Event description:
On (B)(6) 2014, gamma3 long nail surgery was performed. The fracture was found to be non union and the nail was broken. On (B)(6) 2014, revision surgery was performed.

Manufacturer narrative:
No deviations were found during review of the manufacturing and inspection documents (DHR). The nail kit was documented as faultless prior to distribution. An investigation was not possible due to missing product and information. Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device retained by patient.